Manufacturer narrative:
Investigation summary: a direct correlation between heartmate ii lvas and the reported events could not conclusively be established through this evaluation. There were no reported device issues and the device will not be returned for evaluation. The heartmate ii lvas IFU lists infection, stroke, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also provides information regarding the recommended anticoagulation therapy and inr range. The relevant sections of the device history records for the device including the sterilization and packaging documentation, were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file for this event.

Event description:
Correction: patient expired on (B)(6) 2016 possibly due to chronic multiple chronic infection and atypical mental status (ams).

Manufacturer narrative:
Age of device: 3 years, 8 months, 2 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2012. It was reported that patient had recurrent psar bacteremia, (B)(6), vancomycin-resistant enterococci (vre) and candidemia with chronic lvad infection. Patient was on lifelong suppressive daptomycin, ciproxin, fluconazole. Patient was admitted on (B)(6) 2015 and discharged on (B)(6) 2015 while on aztreonam. Patient also had chronic driveline infection. Patient presented to emergency after becoming more confused with decreased appetite, fever (maximum temperature recorded prior to patient's arrival was 100 to 100.9 f), diarrhea, and worsening fatigue over the past 2 days prior to admission. Patient was admitted to cardiac surgery service. Ccu was consulted on (B)(6) 2016 for altered mental status. Patient was observed to be altered with left sided facial droop and left arm weakness. Stroke code was called given patient off of ac and with lvad. Initial hematocrit hematopoietic cell transplantation (hct) came negative. Tissue plasminogen activator (tpa) was considered but deferred given jw and overall goals of care. Pt placed on normal saline (ns) at 83cc/hr with improvement in mean arterial pressure (map) by doppler from 50s to 60s. Multiple conversations were held with physicians and lvad could not be exchanged to manage the chronic recurrent infections. Patient's family has previously declined hospice. However, goals of care (goc) was addressed on admission and patient and patient's family agreed that patient was do not resuscitate (dnr) /do not intubate (dni) with no escalation of pressors (unilateral do not resuscitate(dnr) /do not intubate (dni) on admit). When stroke code called, cardiologist stated that based on patient's goals of care, no tpa would be given and patient was not be transferred to ccu. Patient was transitioned to comfort care. Patient expired on (B)(6) 2016 possibly due to chronic multiple chronic infection and atypical measles syndrome (ams). Pump was not explanted hence will not be returned. No further information was provided.